Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie drawer had failed to stay closed. The field service engineer (fse) found that the magnet was missing inside the inseparable in drawer 3. Further, the fse replaced the inseparable in auxiliary drawer 3 and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie drawer failed to stay closed. The customer stated that the drawer would not open and remained closed despite multiple recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.